Event description:
It was reported that the patient underwent a fusion surgery at l4-5 and l5-s1 using interbody devices. Post-op the patient presented with swelling in the feet. X-rays were taken and they revealed that the locking plate on the implant at l4-5 had displaced anteriorly approximately 1cm. Revision surgery is not planned at this time.

Manufacturer narrative:
(B) (4). Review of two lateral x-rays verify sovereign implants at l4-5 and l5-s1. Retaining plate has dislodged at l4-5. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.